Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: we had another issue with the 22 gauge bd angiocath, bd # 381423, mck # 330000. The needle went through the side of the plastic sheath. Lot # 2110374. This has only happened once and the patient was not harmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: we had another issue with the 22 gauge bd angiocath, bd # 381423, mck # 330000. The needle went through the side of the plastic sheath. Lot # 2110374. This has only happened once and the patient was not harmed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-apr-2023 . H6: investigation summary: bd received a 22 gauge insyte autoguard device from lot 2110374 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the barrel had media present inside indicating use. The needle appeared to be retracted into the barrel. Next, the unit was inspected under a microscope and the engineer noticed a hole in the catheter and a v-shaped cut in the tubing indicating that the needle had pierced through the catheter tubing. Finally, three photos of the defect were provided for inspection and the engineer observed that the needle had pierced through the catheter tubing right where the observed cut was found in the returned unit. Therefore, based off the provided photos and visual inspection the engineer was able to verify the reported defect. Unfortunately, the engineer was unable to determine a definitive root cause for the observed damage. H3 other text : see h10.